Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed that the device was in backup mode. The patient was stable. No further information is available.

Event description:
New information revealed that a device reset was successfully performed.